Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel 400cc silicone breast implant experienced left sided chest injury and silent rupture post procedure. Patient fell 6 months prior to MRI examination. The issue was diagnosed through MRI examination. As a result, patient scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on february 02 , 2023: visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found ruptured, in addition, was received in two parts. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received on january 31, 2022 indicated that the ruptured implanted removed from patient was the left side. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Left side sn#: (B)(6); right side: sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 26, 2022 indicated that date of explantation re-scheduled for (B)(6) 2023. Manufacturer¿s reference number: (B)(4). Initial report inadvertently reported incorrect date of implantation. Correction: september 2, 2008.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Patient underwent bilateral replacements as follow: l/ cat:3507320mc sn: (B)(6), r/ cat:3507320mc sn: (B)(6). Manufacturer¿s reference number: (B)(4).